Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's friend reported via phone, the insulin pump had alarmed low battery earlier in the day, a new battery was inserted, and now it was alarming battery out limit. Customer's friend didn't know the customer's blood glucose but stated it might have been 132 mg/dl. Troubleshooting was performed for keypad anomaly. Customer's friend didn't recall any significant events which may have caused the keypad anomaly. Customer's friend was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
No button response due to corroded keypad traces. Unable to verify battery out limit due to button/keypad anomaly. No unexpected battery change too slow noted. The insulin pump received with cracked case at display window corners, battery tube threads and minor scratched display window.